Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced syncope, fatigue, shortness of breath, and dizziness. Upon interrogation, it was noted that a warning had triggered due to high impedance on the right ventricular (rv) lead. No capture was observed. There were also ventricular high rate episodes which showed oversensing of noise and a fracture was suspected. Reprogramming was performed, but subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.